Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The customer requested service on (B)(6) 2019. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that the customer is complaining about the helium tanks on the cardiosave intra-aortic balloon pump (iabp), and that getinge service has addressed this several times and claims that there is no issue. A getinge representative visited the event site and they had two empty helium tanks on the desk that the customer stated cwere full a few weeks ago and they had to change them again most recently. The customer even started turning the tanks off when not in use however, when they turn it on the next time, the tank is empty or very low. The getinge representative asked them to document with a dated picture of the screen the next time they change a tank and then again when they observe that it is low. The getinge representative looked at both of their iabps to ensure the helium was installed properly (which they were). However, when checking one of the tanks, the getinge representative accidentally opened the tank and it leaked. It is unknown if there was patient involvement when the customer experienced the leaks; however, no adverse event was reported.

Event description:
It was reported that the customer is complaining about the helium tanks on the cardiosave intra-aortic balloon pump (iabp), and that getinge service has addressed this several times and claims that there is no issue. A getinge representative visited the event site and they had two empty helium tanks on the desk that the customer stated were full a few weeks ago and they had to change them again most recently. The customer even started turning the tanks off when not in use however, when they turn it on the next time, the tank is empty or very low. The getinge representative asked them to document with a dated picture of the screen the next time they change a tank and then again when they observe that it is low. The getinge representative looked at both of their iabps to ensure the helium was installed properly (which they were). However, when checking one of the tanks, the getinge representative accidentally opened the tank and it leaked. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit by testing the cardiosave cart and console as per the leak procedure in the cardiosave service manual. Testing passed to factory specifications and the stm was unable to duplicate the reported issue. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The full name of the initial reporter (e1) should read (B)(6).